Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock impedance measurements. No adverse patient effects were reported. Boston scientific technical services (ts) discussed possible causes and recommended troubleshooting efforts. This patient was evaluated in clinic and impedance measurements were 108 ohms. The physician did not perform any integrity testing. The plan is to continue to monitor this patient for approximately six months and then re-evaluate the need for integrity testing. This product remains in-service.